Event description:
It was reported that the patient has expired after implant duration of zero days, due to aortic stenosis, coronary artery disease, aortoventricular separation, probably ischemic myopathy due to length of pump run in surgery. Information learned from implant patient registry and the op report. The device was not explanted. The patient also had another valve explanted, model #3000tfx, which is not reportable since the health care provider has disassociated that device from the event.

Manufacturer narrative:
The patient also had another valve explanted, model #3000tfx, which is not reportable since the health care provider has disassociated that device from the event. Aortoventricular separation probably ischemic myopathy due to length of pump run in surgery. Device not returned